Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25mm x 12mm stent delivery system was returned for analysis. Examination of the stent under microscope found stent damage. Analysis identified the first proximal strut row slightly flared. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cones were relaxed slightly. Examination of the tip found no tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05mar2021. It was reported that crossing difficulties were encountered. The 70% stenosed, 2.25mmx12mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was predilated with a 1.20x12 non-boston scientific balloon. Following pre-dilation the leasion was 55% stenosed. A 2.25 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.